Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that all of the keypad buttons were unresponsive and the keypad was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: the keypad cover was missing and all of the keypad buttons didn't respond to user inputs. The contrast and up button contacts were missing. Contamination was found under the up and down button contacts. The ok button contact was damaged. Unrelated to the keypad issue, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.